Event description:
It was reported that concealable spectra device was explanted on unknown date, due to unspecified reason. A 14cmx9.5 mm inflatable device was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.